Event description:
The customer reported that the system would intermittently not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The nav computer was replaced during the service call. The system was tested and found to be working as intended and put back into service.